Event description:
The customer reported that the reservoir was empty, but the status screen showed 301 units of insulin left. The customer stated that he did not get any alarms when the reservoir was running low or when the insulin pump was not delivering any insulin. The alarm history was reviewed and found low reservoir alarms. The status screen was showing the units left and time remaining fields. Advised the caller tat the amount that is showing in the status screen is an estimated amount, and that there may still be a small amount of insulin left in the reservoir. The customer stated that he run another bolus of 5.0 units and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.